Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor it was reported that the patient had a confirmed mrsa infection at the ins site. It was unknown when this had occurred. The patient did not have a physician for the issue. There were no further complications reported or anticipated.